Event description:
It was reported that bd insyte autog bc needle did not retract. Safety did not engage after IV insertion attempt injuries or adverse event: no.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.